Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown cage/spacers: oracle /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing spinal surgery. Failed spinal surgery has been identified as the reported complication as per spine tango registry report experienced by the following with corresponding intervention: 2 patients died. General complications - postop surgical before discharge: 1 patient had cardiovascular complications, 1 patient had pulmonary complications, 1 patient had thromboembolism complications, 1 patient had other complications, 1 patient's complications were not documented. Surgical operations - intraop adverse events: 3 patients had dural lesions, 2 patients had vascular injuries, 2 patients had fracture vertebral structures, 2 patients had other complications. Surgical operations - postop surgical before discharge: 1 patient had csf leak/pseudomeningocele, 2 patients had motor dysfunctions, 1 patient had a sensory dysfunction, 11 patients had other complications, 1 patient's complications were not documented. Reoperations: 16 patients had a reoperation because of adjacent segment patology, 27 patients had a reoperation because they failed to reach their therapeutic goals, 8 patients had a reoperation because of hardware removal, 29 patients had a reoperation because of instability, 28 patients had a reoperation because of neurocompression, 2 patients had a reoperation because of nonunion, 15 patients had a reoperation because of other reasons, 1 patient had a reoperation because sagittal imbalance, 12 patients had a reoperation because of unknown reasons. This is for depuy synthes spine oracle. This is report 4 of 4 for (B)(4).